Event description:
The reporter obtained back to back (rapid succession) blood glucose results of 135 mg/dl, 175 mg/dl and 185 mg/dl within five minutes of each other using different fingersticks. Control reading and range was 103 (88-131). The lifescan rep performed two blood tests with the reporter. The first reading was 408 and the second reading was 341.